Event description:
The customer reported via phone call that she had a blood glucose in the 500's mg/dl. Customer has done a bolus several times and changed her infusion set. Customer's blood glucose was 300 mg/dl at the time of the incident. Customer's current blood glucose was 506 mg/dl. Customer stated that she had a previous bent cannula on (B)(6) 2015. Customer's current cannula was straight. Customer stated that her health care professional changed her settings last thursday. The pump passed the high pressure test. Customer was advised to do a complete set change. Customer was advised that the pump is working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.